Manufacturer narrative:
Examination is not possible, as the devices will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The review of the sterility records for the lot number in question was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Device has not been received by the manufacturer. Due to this we are unable to evaluate the device and determine a root cause for the reported event.

Event description:
During a clinical study it was reported that the patient experienced synovitis in the left knee and the study surgeon considered the event moderate in severity with a possible relationship to the device. The event date and the resolution/recovered date are listed as the same. The treatment was listed as none/rest. The subject remained in the study with no subsequent adverse events to date.